Event description:
Customer called stating constant alarm and the plunger arms were free from the driver block. Customer's father stated that when he mashes the driver block and the plunger arms together the unit works fine.